Manufacturer narrative:
(B)(4). Carefusion was unable to duplicate the customer's reported issue. All testing was performed using a good known test ac adapter. The ventilator passed 65 hours of extended tests at the customer¿s settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The ventilator was thoroughly inspected; internal inspection did not reveal any abnormalities with the ventilator. Carefusion replaced the power board, as a precaution, to address the customer's reported issue.

Event description:
It was reported to carefusion that the ventilator stopped for 5 to 10 seconds and restarted while in use on a patient. There are allegations that the ventilator caused harm to the patient but the customer did not report any further details on the patient's condition or the type of harm that occurred; at this time the patient's outcome is unknown.